Event description:
The manufacturer received information alleging a ventilator was alarming for "low inspiratory pressure". The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and in-line filter was replaced to address the issue.